Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer received multiple, intermittent altitude alarms with multiple cartridges. There were no reported abnormal altitude conditions preceding the alarms. Blood glucose was 120-180 mg/dl. Reportedly, customer reverted to manual injections for insulin therapy.